Event description:
It was reported the patient had a history of falling due to a medical condition. As a result, the patient reported, she had lost stimulation and wanted to receive reprogramming. The sjm representative met with the patient and was able to capture low back pain, but determined the epidural lead had high impedance. Follow up identified the patient had met with the physician and surgical intervention was to be undertaken at a later date to address the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.